Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motion sensor test failure alarm during testing.

Event description:
The customer reported via phone call that they received motor position encoder error alarm and motion sensor test failure alarm. The customer's blood glucose was 255 mg/dl at the time of incident. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.